Manufacturer narrative:
Section a1 - corrected patient identifier. Section h11 - updated - upon investigation of the actual device used in this incident it was determined that the drawer was sticking. The field service engineer loosened slide brackets and worked in drawers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer sticking. The customer added that this malfunction occurred during user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.